Manufacturer narrative:
The customer complaint of a speaker issue was verified. The unit would not power up on battery. Ac power was connected and unit was observed to charge. The unit was powered up and passed post. No audible tones were observed. Buzzer volume was checked and found to be at the maximum setting. The unit was disassembled. Visual inspection found that components in the audio circuit were damaged. A formal corrective and preventative action investigation has been opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for an issue with the speaker. Service confirmed that the unit had no audible tones. There was no patient involved.